Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that fridge was unable to access. A technical support specialist confirmed that the issue was resolved by the customer. The system functioned as intended after troubleshooting.

Event description:
It was reported when using the bd pyxis medstation system unable to access fridge. The customer reported that they had downtime. The customer stated that this malfunction occured during dispensing medication to the patient and that caused 1 hour of delay to the patient care. No further information was mentioned. There were no adverse events or injuries reported based on this incident.